Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown ; date implanted - unknown ; PMA/510(k) number; manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total hip arthroplasty in 2002. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons.